Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and she was on the onset of the diabetic ketoacidosis. The insulin pump was not delivering insulin. Customer's blood glucose level was 543 mg/dl. She was dizzy, had no energy, and had a sweet taste in her mouth. She treated her blood glucose level with a bolus using the insulin pump. The insulin pump alarmed no delivery. The device was not returned.